Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during prepping (on the table) of the nc trek, a leak was noted in the shaft. Another new balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.